Event description:
An overheated accomp j1 connector was encountered during pal evaluation of the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice return instrument test/evaluation (rite) functional test failed received inoperative. The homechoice rite electrical safety analyzer test passed. Assignable cause was determined to be due to a high resistance contact between accomp pin connector and the power harness termination. Baxter will continue to monitor similar reports to determine if further actions are required.